Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician restarted the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. An internal inspection found no discrepancies. The main board and defib connector were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.